Event description:
The device's head clamp was applied to the pt cranium and attached to the table attachment. The pt's head slipped, moved and the pins came out of the skin causing a small laceration at one pin site. This required one suture. The head rest was removed and another one used.